Event description:
It was reported that the ventilator failed multiple tests during pre-use check that included the internal leakage test among others. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed multiple tests during pre-use check that included the internal leakage test among others. Identification of issue has been done by analyzing problem description and service report. Based on provided information it has been clarified that the reported test failures during pre-use check has been caused by malfunctioning air gas module. The technician checked the part and concluded that water was present inside air gas module, which has been traced back to the hospital central air supply. The issue should be resolved by replacing air gas module. This part regulates the inspiratory gas flow and gas mixture. The issue was decided to be reported as the faulty gas module may lead to stop of ventilation, low o2 or high pressure. There was no patient involvement. The root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).